Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'had entire 4th row of keys on keypad does not work' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty keypad. The keypad will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had the entire 4th row of keys not working. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.